Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Visual inspection found that the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was unable to duplicate the customer reported issue. After investigation the results indicated a reportable malfunction due to the damaged dso seal. The dso seal was replaced.

Event description:
It was reported that the pump is not recognizing the lock/unlock function. There was no patient involvement. Per reporter, the event occurred during protocol update and servicing of the pump. Analysis of the device found the downstream occlusion (dso) seal was damaged.